Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was blood in the inflation lumen and balloon lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole in the balloon wall at the proximal markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending artery (lad). A 3.50 x 12 mm nc emerge® balloon catheter was advanced to predilation. However upon the initial inflation at 10-12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications or injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending artery (lad). A 3.50 x 12 mm nc emerge® balloon catheter was advanced to predilation. However upon the initial inflation at 10-12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications or injuries were reported.